Event description:
An optometrist reported a case of bilateral blurred vision and dry eyes, observed at eleven days post lasik treatment. Patient noted vision was blurred and eyes felt dry. Upon additional follow up, reporter indicated patient issue is continuing. Reporter relayed the patient is current being treated with artificial tears as needed daily, and artificial gel eye drops at bedtime. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on the company acceptance criteria. (B)(4).